Event description:
The nebulizer runs at 1, 1 1/2, and 2 liters per minute. The old graph showed that the output at 1 was 5 ml, at 1 1/2 was 7 ml, and at 2 was 9 ml. Approx 6 months ago, while looking at the instruction sheet, the rptr noticed that the chart had been revised. It now reads that at one liter the output is 4 1/2, at 1 1/2 the output is 6 and at 2 the output is 8. The rptr stated that there had been no notification that the chart had been revised. The rptr then did a bench test and found that the nebulizer she was testing put out 2 1/2 ml. The rptr contacted the MFR and was told that at 1 liter per minute the output should be 3 ml. Co performed airflow, output, and particle tests on the device and found that it met all specs but that co's literature was incorrect. The 4.5 ml/hr listed on the instruction sheet should read 3.0 ml/hr. The nebulizer rptr sent to co delivered 45 ul/l or 2.7 ml/hr which is in the specified tolerance and is in general agreement with what you had discovered. All other info on the info sheets has been rechecked and is accurate. Co typically uses ul/l as a measure of output and not ml/hr which is why the problem was overlooked for so long. As of 6/1/94, all nebulizers leaving co's mfg facility will be correctly labeled. The rptr is concerned that hosps were not notified because the change in output does affect dosage. (*)